Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced inflammation, infection, abscess, hernia, and open draining wound. Post-operative patient treatment included partial removal of mesh.